Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply and there is no visible damage. The date the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The unit powers up and sounds when expected. The unit passed all functional tests performed. However, the unit battery springs are bent. Also, the aqualert water indicator label is missing. (B)(4).